Manufacturer narrative:
(B)(4). Date sent: 5/20/2016. Pt info; relevant tests/lab data, other relevant history; concomitant medical products: information was not provided by the contact. Model and lot #; device manufacture date: information is unavailable; device was not returned for evaluation. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: the clip "scissored" on the gallbladder side of a small cystic duct. Photographic analysis: based on the photographic evidence the event description can be confirmed. The likely cause of the clip formation issue is the application for forces on the jaws or clips during the firing/loading stroke.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring. No additional information was known. Procedure was completed with a competitor's clip applier. There were no patient consequences reported. No device will be returned.